Event description:
It was reported that the physician observed an interference with atrial electrogram records. The interference was recorded on different times and days. One episode suggests interference and the signal does not appear to be from physiological nature. Another episode suggests oversensing potentially due to a lead performance issue. Since the atrial signals are small, it is difficult to distinguish between (external) interference and a potential lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device pacing mode was chaged to vvi and the lead remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d284drg ICD (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.